Event description:
Same case as: 2134265-2013-05308. (B)(4) clinical study. It was reported during a percutaneous coronary intervention, a vasospasm occurred. In (B)(6) 2011, the subject presented with chest pain and was diagnosed with stable angina. The patient was recommended for cardiac catheterization. Coronary angiography revealed, 75-80% distal stenosis was located in the left circumflex artery. Hence, patient was referred for percutaneous coronary intervention. On the same day, index procedure was performed. The target lesion was located in the distal left circumflex artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with direct placement of a 2.50mm x 16 mm taxus liberte stent, with residual stenosis of 0 %. Following post dilatation of a 2.25 x 15 mm quantum maverick balloon catheter, vessel spasm of the distal left circumflex artery occurred and was treated with intracoronary nitroglycerine. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and effient.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).